Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received for analysis an open sample with a detached needle. There was no thread nor pack available. Checking the needle under the microscope vision we have noticed that there are rests of broken thread inside the needle hole. Then the detachment of the needle can be caused by too much thermal treatment in the manufacturing process, which causes that thread is burned and breaks easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 1.87 kgf in average and 1.43 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 1.12 kgf in average and 0.46 kgf in minimum. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the result of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that during performing a suture, the needle came loose from the thread. Another thread was used to complete the procedure. This is an isolated incident, without consequences for the patient.